Event description:
It is reported that the surgery was delayed for approximately 30 minutes when the nail was stuck in the guide backwards. A new nail was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.